Event description:
The reporter stated, the surgeon inserted a cq2015a collamer aspheric three piece lens and the haptic tore. The incision was enlarged to remove the lens. Sutures were not required.

Manufacturer narrative:
.